Event description:
Physician reported unknown side implant rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Physician reported implant rupture. Subsequently, physician reported deformation device has been explanted and replaced with another manufacturer's device. This relates to the right side

Event description:
Physician reported right side extracapsular and intracapsular device rupture diagnosed by ultrasound and MRI. Subsequently, physician reported deformation. Device has been explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Deformation: not observed, the device is rupture. As per the investigation procedure, particles and encapsulation device were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.